Manufacturer narrative:
(B)(4). Correction: e1 initial reporter address is amended to 1. Establishment name: edmonton univ of alberta hosp and 2. Address line: 8440 112 st, edmonton, ab. Section d4: lot numbers include 2100811217, 2100802738, 2100821981. Method: the swivels of four out of six complaint rt265 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) for inspection. Results: visual inspection of device 1 revealed that the swivel elbow and swivel wye were returned partly disassembled. It was also observed that the swivel wye was damaged and one of the ports have a crack at the parting line. No damage was observed to the swivel elbow. The pressure test for device 1 confirmed a loose fit of swivel components. Visual inspection of devices 2 and 3 revealed that the swivel elbows and swivel wyes were returned disassembled. No damages were observed to any of the swivel components. The pressure test for devices 2 and 3 confirmed a tight fit of swivel components. Visual inspection of device 4 revealed that the swivel elbow and swivel wye were returned partly disassembled. There was damage observed to swivel wye and no damage was observed to the elbow. The pressure test for device 4 confirmed a loose fit of swivel components. Conclusion: investigation into this complaint reviewed the manufacturing process (operator, equipment, measurement and environment), process documentation, samples of product, complaint devices and performed a material analysis. The investigation indicated a potential resin material mix-up was the most likely cause. We have since implemented an additional material verification step, at the point of resin material addition to the moulding machine feed. This verification would identify any potential resin material mix-up prior to use. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the issue occurred after a period of use, which suggests that the complaint circuits became disassembled after the product was released for distribution. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit also state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the swivels of six rt265 infant dual-heated evaqua2 breathing circuit kits became detached spontaneously during use. There was no patient consequence as per event description.

Manufacturer narrative:
(B)(4). Lot numbers include 2100811217, 2100802738, 2100821981. We are currently in the process of obtaining further information and the complaint rt265 infant dual heated evaqua2 breathing circuits for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the swivels of six rt265 infant dual-heated evaqua2 breathing circuit kits became detached spontaneously during use. There was no patient consequence as per event description.